Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had leak at reservoir in past 2nd o-ring and insulin pump alarmed for insulin pump error. Customer was able to successfully clear the alarm. Customer advised to revert to back up plan. Insulin pump will be returned for analysis.